Manufacturer narrative:
Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). The pump was requested back to livanova (B)(4)for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 mast roller pump stopped and the screen became blank during the procedure. The customer reported that the issue could be solved with a restart of the s5 system. There was no report of patient injury.

Manufacturer narrative:
The pump was returned to livanova (B)(4) for further investigation. In deep investigation was performed but no malfunction could be identified. The device worked according to the specification. As the issue was not reproduced, a root cause could not be determined.